Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by the field service engineer, the device failed a test step during testing. The device's proximal line tubing cable was reconnected to address the issue.